Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the male external catheter product ifus are found to be adequate based on past reviews. (B)(4).

Event description:
It was reported that the adhesive of the male external catheter was sticking to the patient and caused skin tears upon removal. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the adhesive of the male external catheter was sticking to the patient and causing skin tears upon removal. No medical intervention was reported.